Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value was 170 mg/dl. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer had tried 4 batteries and alarm would recur. It was advised to clean the battery cap and insert a new battery; customer did not have a new battery to try. Customer was advised to call back when having the battery to complete troubleshooting.